Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on charged coupled device (ccd) unit. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a focus issue, the image was blurry during sedation while the device was inside the patient during a diagnostic gastroscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.